Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, the device had reached end of life (eol) and possible premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient experienced no adverse consequences.

Manufacturer narrative:
The field complaint of premature battery depletion was not confirmed. The device was received from the field without telemetry due to low battery level resulting from normal depletion. The device image could not be saved, and a request was made to the field for the image, but the information was not available. Session records provided from one year prior to explant indicated the lead impedance was lower than nominal due to patient's conditions. This affected the battery longevity estimation especially after the device had met projected longevity at that point. At this stage, the battery was more sensitive to patient's pacing needs. After replacing the original battery, the code was downloaded without anomaly. The device was evaluated under nominal and field conditions with results indicating normal current levels and no indication of premature depletion or longevity issues were detected. The pacing anomaly observed in the field is consistent with low battery voltage. Total projected longevity based on field settings is 5.92 years; implant duration is 6.76 years which exceeded projected longevity and considered normal battery depletion.